Event description:
Information was received from a patient who was receiving sufentanil and bupivacaine via an implantable pump for non-malignant pain indications for use. It was reported that the handset was taking too long, and she was not able to do a bolus since sunday. The agent warm transfer the patient to healthcare information technology (hcit) for assistance.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.